Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head, unknown mallory head femoral stem, unknown ringloc acetabular cup, unknown arcom acetabular liner, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, "fifteen-year comparison of wear and osteolysis analysis for cross-linked or conventional polyethylene in cementless total hip arthroplasty for hip dysplasia - a retrospective cohort study" which aimed to execute a 15-year retrospective cohort study on cementless total hip arthroplasty performed in patients with developmental hip dysplasia to measure the differences in polyethylene wear rates and the presence of osteolysis using cross-linked polyethylene arcom and unknown biomet conventional polyethylene liners and the mallory-head cementless system manufactured by biomet; and to investigate whether cross-linked polyethylene and conventional polyethylene liners. Four patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patient experienced osteolysis ten years post-operatively in the cross-linked polyethylene group. There has been no further information provided and the patient outcome is unknown.